Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed it was in an original inner pouch labeled with 72201782, lot 51145062. The tip of the implant is fractured, and the body has some deformity from use. Bio debris is present. Based on the condition found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found a similar reported event. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that during an unspecified arthroscopy, the tip of the biosure ha 9mm x 30mm fractured. The procedure was completed with a smith and nephew back up device. It is unknown if there was a delay, and no further complications were reported.